Event description:
It was reported that patient had a smart toe implanted the second right toe 4 months ago. It is not known when the implant broke. Patient was revised on (B)(6). Half of the implant is still in her foot, as it could not be removed.

Manufacturer narrative:
Evaluation summary: the reported event that smart toe implant had a breakage after surgery cannot be confirmed since no device or x-ray have been submitted. As we have no information regarding patient height, weight and postoperative care, we cannot determine the exact root cause of this breakage. Based on complaint history and previous cases, it has been identified that smart toe implants can break when patient is obese or when patient does not respect postoperative care or when patient keeps an important activity after surgery. All of these reasons could not be excluded in this case. No information concerning the exact circumstances of the implant breakage has been submitted. Therefore, it is only possible to give a short statement in general. Please note that the current op tech reads: "postoperative care: smart toe implants are not intended for immediate postoperative weight bearing. Be sure that the postoperative loading of the internal fixation is reduced to a minimum (e.g. With application of a forefoot off-loading shoe) until bone consolidation is confirmed by follow up x-ray examination (normally after 4-6 weeks)." [Original statement - page 14] please note that the current IFU reads: "recommendations the size of the implant must be adapted to the patient anatomy." [Original statement] "precautions for use the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis. It is necessary to inform the patient of the precautions to be taken to ensure the success of the implantation." [Original statements] "factors capable of compromising implantation success. Bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. Excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads." [Original statements] the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that patient had a smart toe implanted the second right toe 4 months ago. It is not known when the implant broke. Patient was revised on (B)(6). Half of the implant is still in her foot, as it could not be removed.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.